Manufacturer narrative:
The catheter sample was received for investigation and presented an expected appearance per the event description. The customer's reported complaint description of the distal tip (inner blade component) separated (but not came off) was confirmed. The catheter received had an inner blade only. The inner blade was hanged distal to the catheter but was not separated (as it is connected to the internal gw lumen of the catheter). The laser engraved grooves for enhanced gluing of the inner blade were available. According to the description, it can be concluded that during the procedure the laser was not always activated close to the lesion, and this could have caused damage to the optical fibers, per ifu0120-02. In addition, the tip of the catheter which worked for 278 sec (4:38min) at 60mj/mm2 not only as close as possible to the lesion (150 mm), could detach while removing the catheter from the patient's body with the application of force when it got stuck at the end of the sheath. The root cause of the degradation of fibers cannot be definitively determined, as the outer blade part of the tip was not received, but it is very likely that fibers had degraded as the inner blade has no fibers or glue remaining on it. In addition, the outer blade part of the catheter's tip, which worked for 278 sec (4:38min) at 60mj/mm2 not only as close as possible to the lesion (150 mm), could detach while removing the catheter from the patient's body with the application of force when it got stuck at the end of the sheath. According to the description, it can be concluded that during the procedure the laser was not always activated close to the lesion, and this could have caused damage to the optical fibers, contrary to IFU instructions. No manufacturing non-conformances were observed during the sample evaluation. DHR of the catheter lot was reviewed in reference to the reported complaint description. The review confirms that the lots met all material, assembly, and performance specifications. As part of responding to the customer, the physician highlighted the relevant sections for this case from ifu0120-02: 4. Warnings, 5: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. 8.4. Routine laser activation and advancement of auryon catheter through the lesion: note: the recommended catheter advancement rate is 1mm/sec. The advancement rate should generally be kept faster than 0.1mm/sec and slower than 3 mm/sec. Avoid higher advancement rates as plaque removal efficiency may be reduced. 8.4.2. Once the desired area is crossed with the auryon catheter, release the footswitch to stop the laser. At this point, you may choose to repeat lasing at areas of the treated lesion that seemed difficult to cross compared to other areas of the treated lesion. If difficulty to cross was noted, you should retrieve the catheter proximally to the lesion area and advance the catheter to the point(s) where difficulty(es) was (were) noted and press the footswitch pedal at this(ese) area(s) only. If no difficulty to cross was noted, then one pass is enough, and you can remove the catheter from the patient's body, and you may or may not visualize the effect at this point. Labeling review: instructions for use (ifu0120-02) is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A clinical review of the complaint event and additional follow-up with the end user was not required since the failure mode of this event is captured within the risk management review (fmea) for this device. The catheter was returned to complete the investigation on its usage and results. After investigation, there were several potential root causes for the higher fiber degradation rate (cannot be definitively determined) - all are user dependent but one: - excessive force by the user; - working for the maximally allowed duration at its highest energy of 60mj/mm2; - the catheter was crossing 2 passes, and the lesion type and presence of blood may also be contributing factors. - the energy set in the laser system may also be higher than specified (not user dependent, the risk probability is calculated and analyzed in (B)(4)). This is the 1st case of tip detachment in 2.0mm catheter out of 0.02%, lower than the probability in the risk analysis). Since this 1st case with 2mm catheter was found to be more of a user issue, with no patient harm and this failure mode is still with a remote probability per the calculation, this case shall not trigger any action yet a careful monitoring and trend analysis on the same failure mode will be continued.a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. No correction is required since there were no manufacturing non-conformances observed during the evaluation of the returned catheter sample. In addition, the reported issue of the distal tip (inner blade component) separated (but not came off) was confirmed. A definitive root cause for the customer experience with this catheter could not be determined, however, handling damage during use is a potential contributing factor. Hardware review: unit exl390 has been tested. In the testing, it was found that the energy was out of spec, and the system was calibrated to set it back to specification. After calibration, the unit was functionally tested and met all acceptance criteria. The system will be removed from the client in order to investigate if there is anything in the system that can cause instability of the energy. If additional repairs are needed to the system involved, it will be noted in investigation (B)(4). Reference (B)(4).

Event description:
An executive district manager reported an end user experienced an issue when using a catheter eximo atherectomy 2mm. When withdrawing the catheter after 4 min 20 secs on 60mj, it was noted the distal tip was separated and almost came off in the patient. Removed catheter the was tip hanging from end of the catheter. The procedure was completed with another device. The patient did not experience any adverse effects, or harm, or require medical intervention because of this incident. (B)(6) 2023: the case was completed without pulling another device.